Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit was received with unable to download (B)(4). Unable to determine the root cause, problem isolated to the electronic stacks. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there it also was not able to upload data and upload not possible. The customer's blood glucose was unknown at the time of incident. Customer stated that the device retuned invalid entries. The device will be returned for analysis.